Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the secondary infusion of magnesium sulfate back flowed into the normal saline primary infusion due to a faulty check valve. There was no report of patient harm.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report that the secondary infusion back flowed into the primary was confirmed. No anomalies were observed on the received sets during visual inspection. Functional testing confirmed back flow indicating a faulty check valve. The root cause of the backflow failure is a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area.